Event description:
Until recently, our facility has utilized the siemens opcomp feature on the siemens mammomat nova 3000. This feature automatically calculates compression during mammography and is intended to reduce unnecessary compression. Although this feature has been certified by the FDA, the (B)(6) has advised our facility that we should not use the auto-compress feature because it does not consistently provide adequate compression thus resulting in inadequate image quality. We have used this feature since we began operations. The equipment was set up and calibrated be siemens to maximum forces of 25-45 pounds as directed by the operations manual, and by the FDA. Our original certification and subsequent recertifications were successful relying on the opcomp system. Now; however, it appears this technology, while still approved by the FDA, has become unacceptable to the (B)(6). Following an on-site survey by the (B)(6) on (B)(6) 2013, the surveyors pointed to several deficiencies - most addressing areas related to compression. At this visit, the (B)(6) team advised our techs not to use the auto-compress feature. Thus, we stopped using the opcomp feature and began manually achieving compression force. Approximately three months after the (B)(6) visit from the (B)(6) ordered that we participate in an additional mammography review ("amr") and submit 30 mammography cases for review. The cases submitted were cases in which the opcomp feature was used. Again, many of the deficiencies noted address compression or areas related to compression, such as separation of parenchyma, etc. As a result of these findings, the (B)(6) has now revoked our accreditation. In short, we have been using an FDA approved machine function - the opcomp - in complete accordance with the manufacturer's guidelines, but in the (B)(6) opinion, it does not work and may pose a risk to human health because it does not apply sufficient compression. We believe that additional investigation should be undertaken to determine whether the opcomp feature is applying reliable and adequate compression or, instead, is a risk to human health. Dates of use: facility use of product from 2006 to present. Reason for use: breast cancer detection.